Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted a crack in the cap. Dimensional measurements were taken with no issues noted. Leak test was performed and failed. The reported condition was verified but the cause was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a cracked minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.